Manufacturer narrative:
The subject device was returned to the olympus. The evaluation confirmed the customer¿s reported problem, the image does not appear due to a failure of the charged coupled device unit. Also, the cable has physical defects and there are signs of air/water leakage in the camera unit. Additional information has been requested from the customer regarding the details of the reported image defect and is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition camera head¿s ¿image does not appear¿. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Event description:
It was further reported that the reported ¿image does not appear¿ occurred at the start of the procedure. The device was not inspected prior to procedure. The unknown procedure was completed using another device. No effects to the patient were confirmed.

Manufacturer narrative:
This supplemental report was submitted to provide additional details for the description of the event (b5) and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The cable and coupler of the subject were last repaired/replaced in may 20, 2021. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported image failure. The image failed due to a defective ccd. The root cause of the ccd failure cannot be conclusive determined; however, the potential cause can be attributed to flooding from the damaged part of the cable. To mitigate cable breakage and fluid invasion, the instruction manual provides the following: do not reprocess or store this product with tweezers, forceps, scalpel, etc. Otherwise, a hole may be made in the camera cable, and the electrical circuit inside the product may be damaged due to water leakage.